Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision procedure due to high capture observed on the left ventricular lead. The left ventricular lead was capped and replaced on (B)(6) 2019. There were no consequences to the patient.